Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited noise and oversensing on the ra channel. There was also one ra pacing impedance value that exceeded 2,000 ohms. The sensor related to minute ventilation was turned off. No adverse patient effects were reported.